Manufacturer narrative:
The complaint was initially received from the hospital via medwatch report number 1600820000-2014-8008. Per the report, there was no injury to the infant and no inadvertent needle sticks. The customer reported that samples would be returned; however, they have not been received as of (B)(6) 2014. No samples from the complaint lot were available for eval. The lot number and the associated lower level lot numbers were reviewed and no other issues were noted in the historical files. The IFU for this lot provides instructions on how to snap the wings. The root cause of the complaint could not be determined because samples were not available for eval.

Event description:
Placing a peripherally inserted central catheter (PICC) on a neonate, the introducer needle was inserted with ease, blood obtained and catheter inserted with ease. Splittable needle withdrawn and when snapping wings of needle, one wing broke off leaving the needle wand wing. The catheter was not damaged in the process and there were no inadvertent needle sticks when the needle was attempted to the peeled away to be able to save the line. The PICC was then advanced and placed successfully.